Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings:.confirmed 064-0000 alarms (motor error) in black box. Rewind, load and prime steps performed successfully. Pump alarmed one hour into testm watchdog error. Unable to adequately investigate complaint.. Moisture behind display lens. Crack in base between display lens and keypad; site of leak test failure. Battery compartment crack under bumper pad; site of leak test failure. Opened pump to inspect; observed moisture throughout pump interior. .